Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Sc-1200 ((B)(6)). The returned ipg was analyzed and revealed port c was altered in the field. The associated lead remained in port c and contact #7 was crushed by the setscrew. With all the available information, boston scientific concludes the reported event was confirmed. The deformed contact resulted in the inability to remove the proximal array from the ipg header. The probable cause selected is unintended use error caused or contributed to event.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.